Event description:
Reportable based on analysis completed on 18may2022. It was reported that the device was unable to cross the lesion. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. This 24 x 3.00 promus premier select stent delivery system was select; however the device was unable to pass through the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. However, technical device analysis identified that the delivery system was returned without the stent.

Manufacturer narrative:
Device evaluated by MFR: a 24 x 3.00mm promus premier select stent delivery system was returned for analysis. The device was returned with no stent attached. The crimped stent od (outer diameter) measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were wrapped and folded and did not appear to have been subjected to positive pressure. Crimp stent markings were visible on the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.